Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by the hospital.

Event description:
The customer reported the following issue: "when inserting the screw into the plate, the screw head broke off. Replacement was available. The broken screw is still in situ, it was left as it does not interfere." 3/12/2021 - additional information received: screw head removed and discarded, only one screw distally from the fracture.